Event description:
It was reported that when the patient presented in clinic after receiving a vibratory alert, the device was found to have reached premature eri and eos. The battery longevity two weeks prior was 2.2 years. Review of records show that the battery voltage had dropped dramatically in just two days. The device was explanted and replaced, with no adverse events towards the patient.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.